Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer wanted to increase the default max bolus setting as customer typically delivers boluses larger than the default setting. Blood glucose was 292 mg/dl because customer was unable to deliver a large enough bolus until the setting was adjusted. Setting was adjusted successfully.